Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a mechanical valve was implanted in the mitral position. The patient previously had a heart ring implanted in the mitral position, which was subsequently removed. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that reported the reason for replacement as severe mitral regurgitation and mitral stenosis. It was also reported that the patient had symptoms of dyspnea, cough and fatigue. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: a.4: weight in lbs: b.1: adv evnt/prod prob: b.2: outcome attributed to adverse event b.5: event description h.6: coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.